Manufacturer narrative:
The involved 46110-65 monitoring kit device was not returned for analysis and confirmation. Follow up information reports the 46110-65 monitoring kit was pre-tested which included stretching/testing line integrity prior to use; the monitoring kit device was placed/in use approximately 12 - 24 hrs prior to the incident. At this time, the exact cause(s) of the incident are unknown. The MFR. Will continue to monitor and trend these types of reported product issues and initiate preventative measures as applicable. Device not returned.

Event description:
Int'l. (B)(6) complaint received reporting disconnect/leakage issue with use of 46110-65 transpac IV trifurcated mtg, kit. The information rec'd. Reports "... During the surgery, the arterial line disconnected from the female luer lock, patient was bleeding... The anesthesia tech was able to see it right away. The line was clamp and replaced with a new one." There were no reported patient injuries, change in baseline condition, additional treatments or adverse patient consequences. Follow up information reports the involved device is not available to be returned.